Manufacturer narrative:
The reported event of high pacing impedance and high capture thresholds were not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion proximal to the suture sleeve tie impression breaching the optim sheath. The cause of the external insulation abrasion was consistent with friction to the device can.

Event description:
It was reported that an alert for high pacing impedance was detected on the right ventricular (rv) lead. The patient was seen in the clinic, and out-of-range pacing impedance and high capture thresholds were noted. The rv lead was explanted and replaced with a competitor rv lead. The patient was stable before, during, and post-procedure.